Event description:
It was reported that left hip revision surgery was scheduled to be performed due to pain.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to chronic and debilitating pain. As of today, device return and additional information has been requested for this complaint but has not become available. The legal claim reported a synergy stem with details of 71306113, 10em0669a. These details do not match an existing synergy stem production order, and are believed to be erroneous either with the part number or lot number supplied. Therefore manufacturing records could not be reviewed for the stem allegedly implanted at this time. Should further information on the synergy stem involved become available in future through medical records, smith & nephew will further review the associated production records. In the absence of the actual devices, the production records were reviewed for the remain devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 liner, r3 shell, head screw, modular sleeve & hemi head were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The patient has a history of a fall and of being dragged by a jeep in 2015. An x-ray 7 week¿s pre-revision showed lucency around the lateral screw of the acetabular. It cannot be determined to what extent the patients¿ motorcycle riding, rotation, fall and dragging incident had on his pain and clinical status. The intraoperative finding of adverse tissue reaction and loosening of the acetabular component can be seen as a result of metallosis, but loosening could also accelerate wear and lead to metal debris and result in metallosis. Without the supporting lab results, imaging, or the analysis of the explanted components, the root cause cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Bilateral patient. It was reported that, following an initial left r3-tha on (B)(6) 2010, plaintiff experienced left hip pain and popping episodes. Plaintiff underwent revision surgery on (B)(6) 2018, where the acetabulum was noted to be loose with erosion and broken screw heads. Metallosis, debris and fluid were observed. The femoral stem was retained. Eventually, on (B)(6) 2022, plaintiff experienced left hip pain and x-rays showed hardware failure with fracture through the taper-neck of femoral stem retained during the 1st revision surgery. Plaintiff underwent a 2nd revision surgery on (B)(6) 2022. An osteotomy repair with kinamed cable and trochanteric 2-hole grip plate and screws were required. (Cover under (B)(4) plaintiff outcome is unknown.